Event description:
Harmonic scalpel lcsc5 quit working in the middle of a surgical procedure. Harmonic cord tested and cord was working properly. Defective harmonic scalpel removed from surgical field. New harmonic scalpel put into service and surgical procedure completed.